Event description:
It was reported that the procedure was to treat a concentric, 90% stenosis in the left main coronary artery. Reportedly, during post-dilatation, heavy resistance was met during advancement due to the patient anatomy when a 3.5 x 12mm nc trek was advanced to the target lesion. The proximal shaft (hypotube) bent and the hypotube separated outside the patient anatomy when the physician tried to straighten the shaft. No force was applied and the device was used removed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or resistance during advancement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that an attempt was made to straighten the shaft and it separated. It should be noted the nc trek rx, cdc (coronary dilatation catheter) instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked: this may result in the shaft breaking.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.